Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during manual prime process. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. The customer also reported that insulin pump alarmed compromised force sensor system in the past. The customer was assisted for troubleshooting for priming process. The customer stated that the drive support cap was normal. Customer stated that they were not wearing the insulin pump during priming. The insulin pump will not be returned for analysis.